Event description:
The reporter contacted animas on (B)(6) 2012, reporting that the cartridge cap that was purchased was defective. The reporter stated that the cartridge cap was secured to the pump. The reporter disconnected the patient and tried to secure the cap but the threads were stripped and it just kept turning and not secure. The reporter mentioned that the patient blood glucose (bg) was 450mg/dl with symptoms of ketones. Customer support was unable to confirm level of ketones. The patient was treated with a correction from the pump and intake of fluids and the bgs returned to normal range. Customer support reviewed the pump and all settings were correct, basal and advanced settings were correct. The time was correct. The pump properly primes and cannula filled after each site change. This report is being made because the patient experienced a bg excursion while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Serial number for the pump: (B)(4).